Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net with several episodes of auto mode switching (ams). Oversensing on the atrial lead was observed. Patient complained of fatigue. Programming changes were made and the patient's condition was fine post programming.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory. Review of the device imaged noted the presence of hourly noise detected in ams. It has been determined that this can occur in rare cases when the auto sensitivity control feature is enabled or when high fixed sensitivity settings are programmed. These types of noise signals are usually not clinically relevant. The device was tested on the bench and no anomalies were found.